Manufacturer narrative:
Establishment address: (B)(6). The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false positive result with the ID now covid-19 assay. Repeat testing was not performed. Confirmation testing was performed with thermofisher and generated a negative result. Although requested no additional patient information, including treatment and outcome, was provided.